Event description:
It was reported the impedance was high (2000-2500 ohms). In addition, there were more than 400 vhr (ventricular high rate) episodes noted. It is suspected the episodes were due to noise. A clavicular crush is also suspected. It was further reported that there was intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.